Event description:
It was reported that the patient was having charging problems since march and the recharger would only find the implantable neurostimulator (ins) for a short time before losing connection. The patient has had this problem in the past due to excessive tissue growth. The excess tissue was surgically removed around the ins and now the doctors had suspected the same thing, therefore they scheduled a surgery for (B)(6) 2024. The impedances were all ok and there were no error messages. The patient had already tried replacement rechargers with no resolution. The issue was currently not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the surgery resolved the issue. During the operation the ins was positioned slightly more under the scar and charging was now working again. They received the information from the doctors saying the patient was satisfied and now recharged to 100%. According to the doctor there was no excess tissue. The patient had a collarbone fracture in march and had a metal plate placed on the side of the ins. They were unable to determine the exact cause.